Manufacturer narrative:
Zimvie complaint number: (B)(4).

Event description:
It was reported that during the prosthesis placement the driver fractured at the tip. No patient impact.

Manufacturer narrative:
Zimvie complaint number -(B)(4). The following fields have been updated: b4: date of this report b5: describe event or problem d9: device availability g3: date received by manufacturer g6: type of report h1: type of reportable event h2: follow up type h3: device evaluated by manufacturer h6: adverse event problem h10: additional narrative zimvie received one (1) item zfx02hld21 without tip, for evaluation. Visual evaluation was performed. We have a screwdriver with broken tip. The broken tip is not in the package. The screwdriver tip has been strengthened by often use and/or high torque values, the breakage area shows signs of torsion and a sudden breakage type. DHR review was completed for the subject lot number unknown. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number unknown for similar events and no other complaint was identified. Review completed utilizing keywords: screwdriver broken based on the investigation and risk management file review, the most likely root cause determined from the investigation was sudden breakage after over torqing of the screwdriver. Therefore, based on the available information, a device malfunction was not established. The reported event was confirmed. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.

Event description:
No further event information is available at the time of this report.